Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, other relevant devices are: model: etlw1610c199ej, serial number: (B)(6), use by date: 26-aug-2026; UDI:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a 45mm aaa. It was reported that a month later during a emergency medical consultation the patient was noted to have a left leg occlusion exten ding from the flow divider to the mid-eia and beyond the distal leg. The patient had a fem-fem bypass as intervention. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was reported that all stents added to the left side were also occluded. It was noted that the patient is not taking anticoagulants. According to the physician, there were traces of thrombus that have detached around the descending aorta and may have contributed to the occlusion. There were no kinks or issues with the functionality of the stent grafts. Film evaluation summary: the reported occlusion was confirmed on the films provided; however, the cause of the event could not be conclusively determined. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy. It is possible that extending the left distal seal zone into the left external iliac artery, associated with tortuous iliac vessels, the reported pre-existing thrombus, and the patient's lack of anticoagulant therapy, may have been contributory factors to the occlusion. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.